Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment of device and patient device interaction problem. This information was received from various sources. This malfunction involved all three patients with no consequences. Of the three patients, two were reported as male and three patients ages were reported ranging from 52 to 70 years. All other patient details were not provided.

Manufacturer narrative:
H10: of the three devices, one lot number was provided and lot history review was performed. All the three devices were not returned to the manufacturer for evaluation; however, medical records were provided for all three malfunctions. For all three malfunctions, the investigations are confirmed for perforation of the inferior vena cava and filter limb detachment. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4(corporate lot no: unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the three devices, one lot number was provided and lot history review was performed. All the three devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. For two malfunctions, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter limb detachment. For one malfunction, the company is still investigating the issue at this time. (Corporate lot no: unknown).

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment of device and patient device interaction problem. This information was received from various sources. This malfunction involved all three patients with no consequences. Of the three patients, two were reported as male and three patients ages were reported ranging from 52 to 70 years. All other patient details were not provided.